Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset and walked the customer through the process. After the reset, the pump did not display the cgm error code again, and the customer was able to successfully start their sensor session.